Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6), it was reported by an arthrex employee via email that ar-3638 fibertak passing sutures from implant broke while passing through repair stitch. This was detected during labrum repair procedure on the same day. No fragments retained in the patient¿s body and procedure was completed successfully with a new implant.